Event description:
According to the reporter, a patient ingested a patency capsule approximately a week ago and the capsule still not dissolved. Two day after ingesting the capsule, the patient experienced nausea, vomiting and pain. The physician states that the patient is exhibiting obstructive symptoms.. The patient was admitted to the hospital and had a CT scan and a kidney, ureter, and bladder xray (kub) was performed. Thirty hours after ingestion, the kub showed the capsule remained in the small bowel or colon, and over the next approximately twelve hours the patient developed symptoms consistent with a small bowel obstruction (sbo). A CT scan showed the capsule in the terminal ileum. The patient is being managed for sbo and has been undergoing daily kubs and the capsule has dissolved, with only the rfid tag still visible. The patient is on corticosteroids to reduce inflammation associated with the crohn¿s disease. The physician administered golytely and the rfid tag did pass. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.